Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk, (B)(4), implanted: (B)(6) 2010; 457453, (B)(4), implanted: (B)(6) 2004; 419378, (B)(4), implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was initially implanted several years ago, and postoperative course was complicated by acute ra lead dislodgement requiring surgical intervention twice. Despite these efforts, the ra lead threshold was very high. Approximately one year later, the patient presented for ra lead extraction and replacement of generator. The ra lead was explanted and replaced. It was further reported that the patient's lv lead was capped and replaced due to high threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.